Event description:
Successful placement of 3 stent grafts beginning in the ascending aorta and ending at the diaphragmatic crus. Upon final arteriogram, noted more distal graft migrated inferiorly, and could not be corrected via endovascular approach. Vascular surgeons called in and explanted graft, but secondary to pt's vascular pathology, and friable tissues, she began bleeding. Pt ultimately expired, in spite of resuscitation efforts.